Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. The crt-p was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited chronic high thresholds and low impedances. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.